Event description:
Revision due to pain from the anteverted cup. At about 9 months post primary, the surgeon revised the medacta cup and liner with competitor components and the medacta head with a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 5 june 2025: lot 2317547: (B)(4) items manufactured and released on 14-feb-2024. Expiration date: 2029-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.